Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds that were now high. It was additionally reported that the left ventricular (lv) lead was severed during the rv lead extraction and was confirmed to have fractured. The rv lead was explanted and the lv lead was partially explanted. Both were replaced. No patient complications have been reported as a result of this event.